Manufacturer narrative:
The pod was received with the cannula not deployed. Pod download data revealed that it completed only first priming and was deactivated by the user at the end of first priming. Due to the deactivation, the device was unable to complete the second priming to deploy needle/cannula. Since the pod was not deployed, the soft cannula was not visible externally. The soft cannula measured the correct full length according to specification, did not appear bent/kinked and was not damaged. Inspection of the cannula assembly and needle mechanism assembly found no evidence of any damage or manufacturing deficiencies that would result in cannula dislodge and that would result in the device failing to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are also unable to confirm the damaged/bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 317 mg/dl while wearing the pod between 36 and 48 hours. Patient's mother stated the pod fell off, causing the cannula to dislodge from the infusion site (abdomen); upon removal, the cannula also appeared bent and "had a hole in it". Ketones were also tested and the results were negative. As treatment, manual injections of insulin were delivered and a new pod was applied.